Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable cause of c-cover has foreign objects and distal end has foreign objects was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, c-cover has foreign objects. Distal end has foreign objects. Was observed. The service repair technician indicated that the most likely cause of the c-cover has foreign objects. Distal end has foreign objects. Was cause not established. There was no patient involvement.